Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, patient faced infusion set fell off event at the beginning of 2nd day of insertion. Insertion site was at buttocks. No further information available.

Manufacturer narrative:
Patient city:(B)(6). Patient country: united arab emirates